Event description:
A falsely elevated troponin I result of 1.58 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was repeated on the same analyzer and a result of 0.03 ng/ml was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from the r1 probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from the r1 probe. A siemens healthcare diagnostics inc. Field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.